Manufacturer narrative:
A ge rep evaluated the system and replaced a fuse on a power supply card. The system operates as intended.

Event description:
The customer reported the system displayed a camera error. No pt injury was reported.